Manufacturer narrative:
(B)(4). This product is not sold in the us. Similar product sold in the us.

Event description:
The customer reports the needle hub cracked.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for evaluation. Visual examination revealed two large cracks in the needle hub. The returned introducer needle was attached to a lab inventory syringe filled with water. When the syringe plunger was depressed, water exited both the cracks in the needle hub as well as the distal end of the needle. The customer did not provide a lot number; however, several potential lot numbers were determined from a sales history review for this customer. A device history record review was performed on the introducer needle from the most likely potential lot and no relevant manufacturing issues were identified. The reported complaint of a damaged needle hub was confirmed by complaint investigation. The returned introducer needle hub contained multiple cracks and leaked during functional testing. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports the needle hub cracked.